Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch number being unknown, no DHR is able to be completed.

Event description:
It was reported that an unspecified number of an unspecified bd syringe had a problem with label information at an unknown time. The following was reported by the initial reporter: "it was reported that the consumer left a voicemail regarding the expiration dates on syringes. Verbatim: voicemail: consumer left voicemail regarding expiration date on syringes. 10-23-20: returned consumer's call, left voicemail for return call."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd syringe had a problem with label information at an unknown time. The following was reported by the initial reporter: "it was reported that the consumer left a voicemail regarding the expiration dates on syringes. Verbatim: voicemail: consumer left voicemail regarding expiration date on syringes. (B)(6) 2020: returned consumer's call, left voicemail for return call."